Manufacturer narrative:
Further discussion by technical services suggested performing an x-ray to evaluate the header and lead system/device connection issue. It addition technical services discussed that although commanded shocks showed normal impedances in some cases energy delivered through a commanded shock is enough to micro-weld a less than optimal connection giving the impression that the lead/pg connection is sound when in fact this may not be the case. Technical services also discussed that if an underlying issue is present, and continues to trigger out of range measurements, it is a sign that the problem is manifesting itself and additional investigation is necessary. Further investigation regarding this case was recommended if out of range shocking impedances are observed.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The right ventricular coil of this lead wire inside the header had cracked. Further testing confirmed that the pacing lead impedance measurement was within its normal range and device was capable of delivering brady therapy as programmed. The field observations, high pacing impedance, noise signal and implantable to implantable (loose connection), were not confirmed by testing and as well as by device recorded measurement data and electrocardiograms. Based on the above points, the high shock lead impedance measurement was due to loose header that was observed on the device and which caused a crack on the right ventricular coil lead wire inside the header. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Boston scientific received information that during a follow up high out of range shocking impedances were revealed on the right ventricular channel. Additional isometric testing and pocket manipulation noted noise on the right ventricular shock channel while the pace/sense channel was clean of noise. A technical services representative reviewed this case and noted that a possible issue with the lead is likely while a connection issue is not likely as this is not a new implanting system. The field representative will perform a save to disk for further review and also noted that a command shock test will be performed for further evaluation. At this time the lead remains implanted and no adverse patient effects were reported

Manufacturer narrative:
Additional information received noted that this device and lead were explanted and will be returned. Daily measurements showed continued out of range shocking impedances as well as an out of range pacing impedance measurement. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Additional information and review of data by technical services confirmed that shocking impedances have been normal while an out of range shocking impedances measurements was seen on the daily measurements. In addition a synchronized shock was done which gave normal shocking impedances measurements when shocking with a 21joule and 41joule shock. The physician elected to monitor the system. No adverse patient effects were reported.